Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The saluda representative confirmed that the patient had been implanted for 14 months, during which time there were multiple attempts to troubleshoot and program the patient¿s device with minimal pain relief achieved. The evoke scs system was confirmed to be operating as intended.